Manufacturer narrative:
The report of system error code 255-16-275 was confirmed. Physical inspection noted the device to be in overall good condition with a battery foot missing. Analysis of the pcu error and event logs showed that the error occurred when channel d completed a secondary infusion and transitioned to the basic primary infusion. When starting the infusion the user had performed a rapid action of closing the door and starting the infusion on channel d. The pump module went from an alarm state (safety clamp open) immediately into an infusion state. This rapid action is known to cause a race condition that can lead to an out of sync state between the pcu and lvp. The later transition from the secondary to the primary infusion was the trigger for the system error. The key press programming was replicated in testing and the error event was duplicated. The root cause is a software issue.

Event description:
The customer reported that the patient was hemodynamically unstable with multiple blood pressure support medications being infused including levophed 8mg/250ml ns (0.14 mcg/kg/min), vasopressin 40 units/50 ml ns (0.02 units/min) and dobutamine 1000mg/250 ml (2.5 mcg/kg/min). The pump displayed system error 255-16-275 during administration which caused a drop in blood pressure requiring additional pushes of medication to stabilize the patient. There was no report of lasting harm.